Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the infusion sets have leaked insulin during use, and she is not sure whether this is due to poor absorption or a product defect. No adverse event was reported. The alleged product was replaced and requested for evaluation.